Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain and patient's concern with product.

Event description:
Patient reported "exchange of textured breast implants due to the patient¿s concern with the product. Patient also reported bilateral burning pain, lymph nodes swollen, and a feeling of heaviness on chest." Device remains implanted. This is the left side record.